Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to physical damage on the lead body. This lead was never in service. No adverse patient effects were reported.